Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack found in the blue section (main body) of the transfer set. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a female connector separated from the mainbody causing the appearance of a crack, with evidence of solvent on the mainbody. Functional testing, including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported issue was verified. The cause of the event was determined to be manufacturing related due to inadequate solvent on insert for the female connector and main body. Should additional relevant information become available, a supplemental report will be submitted.